Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the dental implant non-osseointegration . Implant was installed in patient's maxilla, 20 ncm of primary stability was achieved and immediate load was not executed. Bone graft was executed.